Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pancreaticoduodenal artery using pod coils and non-penumbra microcatheter. During the procedure, while advancing a pod6 into the target vessel using the microcatheter, the distal loops of the pod6 would form; however, the coil would not anchor. Therefore, the pod6 was re-sheathed and saved for later use. The physician then advanced a pod5 into the vessel; but the same issue occurred and, therefore, the pod5 was removed. The procedure was completed using the same pod6, pod packing coil (pod pc), and ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.